Event description:
Other advised hand pendant is not working properly. Other advised enduser had put electrical tape over hand pedant due to wires being frayed. Other advised bed will go down on its own when enduser is not in the bed.